Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right atrial (ra) lead was exhibiting high thresholds for approximately three months. In addition, it was reported at the patient¿s right ventricular (rv) lead was exhibiting rising thresholds for approximately two weeks. The patient was hospitalized as a result of this event. Both the ra and rv leads remain in use; however, intervention is planned for both leads. No patient complications have been reported as a result of this event.